Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H3 investigation summary: the product was returned for evaluation. Visual inspection evaluation was conducted on the returned device.visual analysis of the returned sample determined that one detached needle and one suture piece that pertains to product code sxpp1b453 were received for evaluation. In order to evaluate the conditions of the returned samples, marks on the body and the edge needles that appears to be by a surgical instrument could be observed. Also, it was observed suture remnant into the needle holes. To avoid this kind of damage: grasp the needle in an area one-third (1/3) to one-half (1/2) of the distance from the attachment end to the point. In addition, the suture extremes were noted to be cut probably caused by a surgical instrument. A functional test was not performed, due to the needle was received detached from the suture. The condition of the sample received indicates improper handling of the device. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2023 and a barbed suture was used. During the procedure, the problem of pulling off suture needle happened when sewing. The needle did not fall into the patient . Changed to another one to complete the surgery. There were no adverse patient consequences reported. No additional information was provided.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. H6 component code: g07002 pending device evaluation the product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.